Event description:
Revision surgery - due to a restricted range of motion issue with the joint; there was scarring in the tissue.

Manufacturer narrative:
The reason for this revision surgery was to address a patient's range of motion issues after 1.2 years in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against a part from this lot. The root cause for the patient's poor range of motion was reported as scar tissue. There are no indications of a product or process issue affecting implant safety or effectiveness.